Event description:
It was reported the patient presented in clinic following episodes of pre-syncope. Further investigation revealed noise resulting in oversensing and pacing inhibition on the device. The suspected root cause was a fracture of the right ventricular (rv) lead, however, diagnostic imaging was inconclusive. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed while the reported event of lead fracture was not confirmed. As received, a partial lead (distal portion) was returned in one piece. Visual inspection of the lead found clavicle crush damaging all the lumens and the ptfe liner of the inner coil distal to the suture sleeve tie impression. The etfe cable coating of all the cables were undamaged in this location. The the cause of the reported event of noise was isolated to clavicle crush damaging the ptfe liner of the inner coil. X-ray examination did not find any indication of conductor fractures.